Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon. Magnified inspection identified a pinhole in the balloon wall 35mm from the distal edge of the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing a contralateral approach. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. A 0.014 175 non bsc guide wire was placed. Then a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced and crossed the lesion without issue. The balloon was first inflated to 6 atmospheres for 5 seconds however it was confirmed on fluoroscopic image that there was a contrast media leakage. The device was completely removed from the patient and it was found out that the balloon had ruptured longitudinally. The procedure was completed using another of the same device without issue. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery utilizing a contralateral approach. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. A 0.014 175 non bsc guide wire was placed. Then a 4.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced and crossed the lesion without issue. The balloon was first inflated to 6 atmospheres for 5 seconds however it was confirmed on fluoroscopic image that there was a contrast media leakage. The device was completely removed from the patient and it was found out that the balloon had ruptured longitudinally. The procedure was completed using another of the same device without issue. No patient complications were reported and the patient's status was good.